Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the patient programmer and received the error message "connection problem with generator". The patient underwent bypass surgery the week of (B)(6) 2017, and since then he has experienced this issue. The abbott representative met with the patient and was able to resolve the issue through troubleshooting and education.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.